Event description:
Patient in hill rom triflex bariatric bed which does not have a bed alarm to set, she moves often. She screamed out and by the time the nurse arrived she was on the ground, the bottom bed rail cracked in half which resulted in her falling. FDA safety report ID # (B)(4).